Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The monopolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was identified. The complaint regarding the power is not transmitted up to the tip, leak at the joint was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) would not deliver energy, leak at the joint. The procedure was completed with no reported patient injury.